Event description:
It was reported that the customer visited the emergency room; details and nature of the visit were not provided. Multiple follow attempts were made by tandem customer technical support (cts) to acquire additional information; however, no response was received.